Event description:
It was reported that during a coronary stent procedure, the physician experienced deflation difficulties. The stent was successfully deployed, however, the physician was unable to deflate the balloon after the first inflation to unknown atmospheres. Several unsuccessful attempts were made to deflate the balloon. The physician then "deep throated" the guide catheter and pulled the balloon catheter out of the circumflex lesion into the aorta. The balloon was then inflated to unknown atmospheres above rated burst and ruputred for removal. Patient status is listed as "okay".